Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the system had an issue where order was not crossing over to all new admitted patient. The customer stated that the patient was showing up but there was no order for that patient. The customer stated that there was a delay in patient care. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 26-feb-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, a technical support specialist (tss) checked the system, maintenance service was running, orders were successfully transmitted and visible on the es server, and no discrepancies were identified. Tss did not observe any errors related to orders not showing on the patient profile and confirmed with the customer that there was no issue with the device and requested for a current example. Customer later confirmed that the issue was resolved. The system functioned as intended after the technical support specialist investigated the device.